Event description:
It was reported that a patient underwent a revision total knee arthroplasty. Approximately one year and nine months post-implantation, the patient began to experience pain, instability, immobility and moderate joint effusion. Diagnostic images revealed that the locking bar component of the articular surface had fractured. Subsequently, the patient underwent revision surgery. During the surgery, the knee joint was found to be uncoupled from the connector due to breakage of the locking bolt as well as dorsal dislocation of the articular surface and loosening of the cemented femoral component. The femoral components and articular surface were revised without complication. Due diligence is complete as multiple attempts have been made; all available information has been reported.

Manufacturer narrative:
(B)(4). G2-foreign- germany. D10: item name: 12mm height size e articular surface: item#: 00588005012, lot#: 64834891; item name: left size e cemented option femoral component: item#: 00588001501, lot#: 64366826. Item name:16mm diameter 100mm length straight stem extension combined length 145mm, item#: 00598801016, lot#: 64721298; item name: size 4 precoat cemented tibial component: item#: 00588000400, lot#: 64739910. Item name: 14mm diameter 100mm length straight stem extension combined length 145mm: item#: 00598801014, lot#: 64710790; item name: trabecular metal tibial cone, medium 36x31mm: item#: 00545001336, lot#: 64819407; item name: trabecular metal femoral diaphyseal cone, 30mm, small, left: item#: 00545001730, lot#: 64532796. Item name:trabecular metal femoral metaphyseal cone, 35mm, medium, left: item#: 00545002135, lot#: 63858698. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Medical records pertaining to the second revision surgery (initial implantation of zb products) were received and reviewed by a healthcare professional with the following assessment: contributing factors of event: - prior revision (infection) with two types of spacer devices findings: diagnosis: aseptic loosening of cemented coupled left knee prosthesis ¿ x-rays displayed significant loosening of the femoral component with fracture and atrophy of the medial condyle ¿ cement socket is chiseled out of the tibia and extends far into the diaphysis ¿ medial femoral condyle has already been fractured and atrophied for some time due to loosen of the knee prosthesis" ¿ bone substance defects in the tibial metaphysis, where there is no cancellous bone to anchor the knee prosthesis. ¿ since, reports load-dependent pain and swelling with effusion ¿ joint aspiration ¿ no growth, crp 1.1, bsr 25mm/h ¿ tisue samples intra-op- no growth ¿ x-ray- regular implant position, no evidence of fracture ¿ immediately prior to discharge, a puncture of hemarthrosis was performed (not captured as the intervention was during the immediate post-operative phase and performed to promote the healing process given the patient¿s medical history) ¿ rom 0-100° medical records pertaining to the third revision surgery (revision of zb products) were received and reviewed by a healthcare professional with the following assessment: contributing factors of event: - prior surgeries, bone quality, and obesity findings: fracture of the coupling mechanism and femoral loosening ¿ reports load dependent pain, instability, immobile requiring wheelchair ¿ infection r/o ¿ moderate effusion ¿ rom 0-90° ¿ valgus and varus instability ¿ x-ray- fracture of the coupling mechanism in cemented left knee; surgery; op report ¿ fracture of coupling mechanism and femoral loosening ¿ general anesthesia ¿ ¿the knee joint is ultimately uncoupled from the connector due to breakage of the bolt, and the inlay is dislocated dorsally.¿ ¿ tibial component appears intact ¿ femoral component shows signs of loosening and ¿knocked out without problems¿ ¿ femoral safety cerclage applied to prevent fracture ¿ bone quality does not permit cementless restoration ¿ longer stem placement is not possible due to hip prosthesis ¿ no intra-op complications/events ; aspiration ¿ 125ml of old blood hematoma obtained and then 70ml of old blood obtained. Not captured as noted ¿in cases of hemarthrosis and known thrombocytopenia, thromboprophylaxis with clexane 40 was paused by us in the meantime and continued at discharge¿ the intervention was provided to promote the healing process given the patient¿s medical history and anticoagulant therapy. ¿ noted the site began to heal after aspirations ; discharged ¿ transferred to rehabilitation clinic trassenheide. ¿ half of suture material removed ¿ rom 0-110° additionally, three undated radiographic images of the left knee were received and reviewed by a radiologist (hcp) with the following assessment: there is a fracture of the constraining peg. There is no dislocation. Radiolucency is present at the tibial cement-bone interfaces, greatest medially, and along the incompletely visualized distal femoral implant. Implant loosening cannot be excluded. Based on the given information and the results of the investigation, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.